Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia. The customer blood glucose level was unknown. Customer stated they administered on 20 units of insulin and her body did not respond. Customer also stated insulin pump had diminished battery life and also rewind slower. The device will not be returned for analysis.